Event description:
It was reported a patient experienced peritonitis manifested by nausea and vomiting coincident to peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated for peritonitis with vancomycin and fortaz (doses, frequencies and route unknown). The patient was on vancomycin for 2 weeks. The patient recovered from peritonitis. Pd therapy was ongoing. This is report 1 of 2 for this peritonitis event.

Manufacturer narrative:
(B)(4). Onset of peritonitis and hospitalization occurred on unknown dates in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).